Event description:
It was reported that while advancing the coil into the aneurysm located in the distal carotid artery, the coil snapped and migrated to the middle carotid artery. The physician used a snare to retrieve the coil. The patient is reported to be "fine".